Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2011; 5076-52 5054 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. No issue identified that required full analysis.

Event description:
It was reported that the patient developed endocarditis with vegetation in the right atrium and on the atrial lead. The implantablecardioverter defibrillator (ICD) and two leads were explanted and the device pocket was revised. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.